Event description:
It was reported that the right ventricle (rv) lead exhibited noise over sensing resulted in pacing inhibition. Additionally, the noise occurred was reproducible with isometrics. The rv lead was capped and replaced with a new lead on 24 sep 2024. The patient was stable throughout the procedure.